Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient prosthesis mismatch caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent a 20mm sapien 3 valve in aortic position by transfemoral approach in (B)(6) 2020. The patient now presented with persistent aortic regurgitation from significant paravalvular leak. As an action, it was decided to pre-dilate the valve with 23mm true balloon and to perform a valve in valve with a 23mm sapien 3 valve. The heart team felt the original 20mm sapien was too small for the patient's native annulus. The patient final outcome was excellent, the patient was discharged home.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. No relevant imagery was returned. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed . As no serial number/lot information was provided, a review of the device history record review and lot history were unable to be performed. However, there was no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per the case notes, 'the perceived root cause might be related to an original valve too small'. Investigation results suggest/indicate (incorrect valve size selection) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the case notes , 'the perceived root cause might be related to an original valve too small'. Per the training manual, 'multiple imaging modalities should be considered during thv size selection', 'it is crucial that good 3d CT images are obtained', 'it is critical that accurate measurements are obtained', and 'assess the thv post-deployment using fluoroscopy'. It is possible that inadequate patient screening may have led to the selection of the valve size that was too small for the patient. A valve size that is too small relative to the patient's native annulus can lead to inadequate interface between the valve and the patient anatomy, potentially leading to channels for pvl to occur. As such, available information suggests that procedural factors (incorrect valve size selection) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.